Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer insulin pump had a keypad anomaly and the buttons were unresponsive. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit failed leak test. Unit was leaked around the keypad overlay. Unit was received with unresponsive buttons due to corroded keypad traces. Unable to perform self-test or displacement test due to keypad traces anomaly. Unit was received with missing display window cover. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.